Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009. The pad-pak is removed and reinstalled on (B)(6) 2010, the device then performed to spec up to and including (B)(6) 2011. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in multiple manual power-ups of 10 minutes in duration occurring on (B)(6) 2011. No further events are logged until (B)(6) 2012 when a fresh pad-pak was installed. Multiple manual power-ups continue from (B)(6) 2012. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). The returned pad-pak form lot 714 was found not to be fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.